Event description:
It was reported to philips that the customer was unable to perform geometry movements after a restart. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary treatment procedure was performed when the issue happened, and procedure was completed as planned by performing geo reset for the a few times. A philips remote service engineer (rse) cheeked remotely and confirmed geometry movements were unavailable. Upon troubleshooting rse found that there was a problem in e-stop signa and unable to communicate with geo pc. To resolve the issue, a distributor field service engineer replaced the geo box. After replacing the geo box, the system was returned to use in good working order. The codes were updated based on the investigation outcome.